Event description:
It was reported via social media that signal loss over one hour occurred. On the day of the event, it was reported that the patient had a seizure from hypoglycemic shock and required cardiopulmonary resuscitation (CPR). There is no reporter contact information to follow up and gather additional event details. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.